Event description:
The customer reported that an 840 ventilator had an erratic screen while in use on a patient. The customer did not provide information regarding the patient outcome. The evaluation and repair of the device has not been completed.

Manufacturer narrative:
(B)(4).